Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Primary investigator reported via phone call that the participant experienced hyperglycemia. The participant high blood glucose level was 472 mg/dl. The ketone value was 0.9 mmol/l. The participant was treated with manual injection for high blood glucose level. The participant stated site event was anticipated. The device will not be returned for analysis. Frn-unk-rsvr. Unomed inf set.